Event description:
Reporting status: serious injury - permanent damage/medical intervention. Reporting rationale: separated guide wire remains in pt; drop in blood pressure requiring balloon pump. Device issue: guide wire separation. It was reported that the procedure was to treat a lesion in the pda. First the advance guide wire was advanced to the pl (for protection) which required going through a previously implanted stent (previous procedure) in the distal rca. The intention was to place a second guide wire in the pda for treatment. First a balloon was advanced to see how the advance guide wire would react, but the balloon would not advance because due to lack of support from the guide wire. At this time, it was apparent that the guide wire had inadvertently been advanced through a strut of an implanted stent. An attempt was made to remove the guide wire, but it was stuck. The only way the guide wire could be removed was by pulling on it forcefully, at which time the distal end separated. Ivus was used and the tip of the guide wire went from the proximal rca almost to the descending aorta. The pt's blood pressure was dropping and was put temporarily on a balloon pump, although he had a timi 3 flow. The plan was to take the pt to surgery, but two different surgeons agreed that surgery was not necessary. The flow was good and pt was doing okay. No additional event or pt info is available.